Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no reoperation or explant performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with mentor smooth round moderate plus profile 400cc saline prostheses experienced brain fog ((B)(6) 2015), fatigue ((B)(6) 2015), depression ((B)(6) 2015), anxiety ((B)(6) 2015), dry eyes ((B)(6) 2017), and numbness and tingling down both arms ((B)(6) 2018). The was stated after the patient gave birth roughly four years after the device was implanted. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding expected explantation date, however, future explant without replacement is indicated. See 1645337-2019-14377 for contralateral prosthesis report.